Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-24. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged tubing with the incident lot was observed. Additionally, 100 retention samples from the bd inventory were subjected to a visual inspection. And the issue of damaged tubing was observed in 3 out of the 100 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: department found number of needles that had markings, or hole on the tubing customer returned unopened 1 cs of the same lot.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: department found number of needles that had markings, or hole on the tubing customer returned unopened 1 cs of the same lot.